Event description:
Boston scientific received information in mid-(B)(6) 2009 that this device detected a red alert (tachy mode set to other than monitor + therapy). The last office interrogation occurred on the same date that the red alert occurred. The clinic was contacted and boston scientific's technical services (ts) was notified at that time that the device had been intentionally deactivated (ordered by physician) due to electrogram noise on the implantable right ventricular (rv) defibrillation lead. Ts contacted the local representative in mid-(B)(6) 2009 and was informed of the red alert. At that time, a lead revision procedure had not been scheduled. Subsequently, boston scientific received information in early-(B)(6) 2012 that this local representative contacted ts to report that this rv defibrillation lead was fractured associated with electrogram noise and oversensing. The patient's invasive procedure was cancelled due to patient condition. The replacement system could not implanted on the right side due to a dialysis shunt and the left subclavian vein was occluded. There has been no inappropriate shocks and the physician is considering other options for this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The event will be reopened if additional information is received and/or the rv defibrillation lead is returned for laboratory testing.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2012. The device was electively explanted due to elective replacement time (ert) and was replaced with a cardiac resynchronization pacemaker (crt-p). The physician elected to surgically cap the shock portion of the right ventricular (rv) defibrillation lead. The rv pace/sense portion of the lead remains in-service. Diagnostic lead measurements through the pacing system analyzer (psa) and replacement device were within normal limits. Fluoroscopic imaging did not identify any visible fracture on the rv defibrillation lead.